Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Corrected device manufacture date from 01/01/2015 to 08/23/2016. A review of the last three product monitoring review's (pmr)for trends indicated no trends for this issue on this product. Historical complaint data from february 01, 2017 to february 28, 2019 was reviewed as it relates to reports for product: mm53120805. A total of three (3) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No further action is required for investigation of this complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction and a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that while attempting to insert the foley catheter in a pediatric patient, the nurse tried to fill the balloon with 2cc saline from the port; however only 1ml could be instilled because there was an obstruction. The nurses noted the catheter swell from two different locations inside the patient. The nurses tried to deflate the balloon and tried to remove the product, but they couldn't withdraw the saline. It was reported that the nurses did not attempt to cut the catheter to remove the saline. The patient¿s genital organ swelled and become red, and the patient was taken to the operating room to remove the catheter. It was reported that the surgeon cut the catheter inside the patient, deflated and then removed the catheter. Additional information was received that the nurses did not test the catheter prior to insertion. Although requested, no further event details or patient outcome were provided.